Event description:
It was reported that (2) devices were used during a cystectomy. It was reported by the affiliate that the mcl20 instrument clips would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.